Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female who underwent breast reconstruction revision with a 400cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. The implant was original thought to be ruptured but was found intact upon explant. The device was replaced by a 425cc mentor memorygel breast implant with explant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6846387, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).